Manufacturer narrative:
The device was received by the resmed technical service center and an evaluation was performed. The evaluation determined that the display faults occurred as a result of a routine device service and under the control of the service center. The main pcb and pneumatic block were replaced to address this issue. Resmed's risk anaylsis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported by resmed that an astral device displayed system fault (sf 75) and system fault (sf 195) error messages. There was no patient injury reported as a result of this incident.